Manufacturer narrative:
Citation: damluji aa et al. Alternative access for transcatheter aortic valve replacement in older adults: a collaborative study from france and united states. Catheter cardiovasc interv. 2018 jul 3; 1-12. Doi: 10.1002/ccd.27690. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of patients deemed not suitable for undergoing transcatheter aortic valve replacement (tavr) by means of the transfemoral approach and instead underwent tavr procedures utilizing alternative access techniques. All data were collected from 3 centers between april 2008 and february 2017. The study population included 172 patients (predominantly male; mean age 82 years), 55 of which were implanted with a medtronic corevalve. No serial numbers were provided. Among all patients, 49 deaths occurred within one year following tavr procedure. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: stroke within one month following tavr procedure, conversion to open heart surgery, valve related dysfunction, valve embolization, vascular complications, intraprocedural and in-hospital bleeding, paravalvular leak, mild/moderate/severe aortic insufficiency, and moderate/severe ejection fraction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.